Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and required unspecified medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 (expiration date) and d9 (date returned to mfg) were incorrectly updated in the initial report. Correction has been made.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and required unspecified medical treatment. There was no report of death or permanent impairment associated with this event.